Event description:
The customer reported a red x, chirping, and no screen when turning on using ac or battery. There was no reported patient involvement.

Manufacturer narrative:
Pr: #(B)(4). A follow up report will be submitted once investigation is complete.